Event description:
Surgical tech reported inconsistent size of the new medline gloves. The tech reported that when they wore their normal size 6 gloves, they felt like their hands were losing circulation. When the tech switched to a 6 1/2 size gloves, the gloves were too big and immediately slipped off.